Event description:
It was reported that during a da vinci-assisted proximal gastrectomy procedure, after firing a sureform 45 stapler instrument with a sureform 45 green reload accessory, the staples that were fired were not properly inserted or formed into the stomach tissue and additional tissue was resected. Only the blade of the sureform 45 stapler instrument, cut the stomach tissue; and staples were missing from the staple line. When the event occurred, an error message was displayed stating, "unable to complete fire, blade may be exposed, tissue too thick to fire". The surgeon stated there were no obstructions such as clips, staples, or other hard material between the instrument jaws; however, that an existing staple line had been fired over. The estimated blood loss was 10mls and was resolved by suturing the stomach tissue and performing an additional stomach tissue resection with a backup sureform 45 stapler instrument. Although successful, this was not an acceptable surgical outcome as the additional tissue removal resulted in a smaller residual stomach. The procedure was completed robotically and although there were no post-operative complications; the surgeon expressed concern about small stomach symptoms that the patient could experience. The patient is still hospitalized but is expected to be discharged without requiring an extended hospitalization.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the green reload accessory that was used during this reported event; therefore, failure analysis investigations could not be performed. Isi did receive the sureform 45 stapler instrument, but the failure analysis investigation has not been completed. An advance stapler log review showed the sureform 45 stapler instrument was installed on the system 2 times and fired 2 green reloads. On install 1, the system failed to detect the reload color, and the user manually selected the green reload via the guided user interface on the surgeon side console touchpad. On both installs the first clamp was completed, and the firings were both completed with no pauses for compression. The instrument was then removed and not used again in the procedure. A review of the provided videos was performed by an intuitive surgical, inc. (Isi) clinical development engineer and the following additional information was provided: the videos are consistent with a tissue pushout event. Tissue pushout events are commonly attributed to stapling across an existing staple line. The sureform user manual does have warnings against stapling over obstructions and/or existing staple lines as it may lead to tissue damage or staple line disruption. In general, if stapler abnormalities or malfunctions are observed, stopping the firing process can help prevent further tissue injury. Firing may be stopped by pressing on the emergency stop button. After recovering the emergency stop, the user will be able to unclamp the stapler.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the green sureform 45 reload to perform failure analysis (fa). The stapler reload was found to have a lodged staple at the front of the cartridge wedged in between the knife. The staples were removed and there was 1 staple confirmed. A visual inspection found that all pushers had deployed, and the knife traveled the full length of the cartridge's track. The stapler reload had minor skiving damage to the top of the knife track towards the middle of the reload, and minor damage where the staples had been pulled into the track. The surface of the stapler reload was found with multiple indentations. There was no cartridge damage of the inner track observed. Additionally, multiple pushers localized to the distal end showed deformed edges. The stapler reload blade was microscopically inspected. The cutting edge showed severe mechanical indentations to the cutting edge, which indicates an interaction with a hard object. Isi also received the sureform 45 stapler instrument to perform fa. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler instrument was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two green sureform 45 reloads. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h10/h11 for follow-up information.